Manufacturer narrative:
The customer has not returned the lancets. Since no product was returned, the investigation could not be completed. Considering the strength of materials used for the lancets, it is unlikely that the needle tip broke off by only pricking the finger, but this cannot be investigated since the lancets were not returned. The device lot number provided by the customer is incorrect. A review of complaint data did not identify any product non-conformance related to the customer's allegation.

Manufacturer narrative:
G1 contact office-manufacturing site was updated.

Manufacturer narrative:
(B)(4)

Event description:
The customer¿s wife alleged that a lancet fragment from an accu-chek safe-t-pro plus lancet broke off in the customer's finger. The pharmacy sold these lancets to the customer instead of the lancets from a different manufacturer he normally uses. The customer was seen by a physician on (B)(6) 2016 because of soreness in the finger he normally lances. The physician could see something inside his finger. Both the physician and the pharmacist think it might be part of a lancet broken off in his finger. The customer is not sure when the lancet fragment became stuck in his finger. The customer claims that surgery will be required to remove the fragment. No surgery has been scheduled. There is another location on a different finger with an irritation; they are not sure if there is anything in that finger. The customer did not show this finger to the doctor. The lancets were requested for investigation. The customer was advised that the accu-chek safe-t-pro plus lancets are for healthcare professionals. The customer was sent accu-chek safe-t-pro lancets as a replacement since they are for consumers.